Event description:
Customer states the chair will slow down and speed up on its own. Controller and both joystick cables being replaced on this quote. Joystick has been replaced 3 times. Customer advises not user error.